Event description:
The rptr indicated cell voltage depletion after 3 years at approx. Normal settings (output 2.0 v in both chambers, pulse widths 0.45 ms). The rate was 60-130 ppm.

Manufacturer narrative:
Summary of analysis: the reported premature battery depletion was the result of excessive current drain from the battery due to a malfunction in companio i.c., u-2.